Event description:
On 07/23/2008, the pt reported that about 3 years ago, he was "feeling low" and he "did not have any orange juice handy." He stated his blood glucose level was "2 something." Symptoms was were feeling sweaty and confused, along with vomiting and trembling. He stated he stopped his insulin infusion device and "told the front desk to call the paramedics." He said the paramedics were unfamiliar with an insulin infusion device and they did not give him any treatment. He was taken to the hospital where he was given oxygen but was not given any treatment for low blood glucose. He stated he was at the hospital for about 8 hours before he was released. Product was requested to be returned for eval.